Manufacturer narrative:
Patient information not available for reporting. Date of device breakage is not known. Device is an instrument and is not implanted/explanted. Therapy date is not known. Initial reporter telephone is not available for reporting. Device is not distributed in the united states, but is similar to device marketed in the USA. A review of the device history records has been requested. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during an unknown procedure on an unknown date, the tip broke on two (2) separate impactors for proximal femoral nail antirotation (pfna) blade. Concomitant device reported: pfna blade (02.027.037s, lot l457839, quantity 1). This report is for one (1) impactor for pfna blade. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted for part: 356.823, lot: 2268332: manufacturing site: bettlach, release to warehouse date: 21. May 2007: the device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. A product investigation was conducted. Visual inspection: visual inspection: the tip of the impactor is broken apart at the region of the left turned thread. The threaded part was returned. In general is the device in a very used condition, there are many stress marks all over the shaft, there are many nicks all over the handle, there are hammering marks on the top of the device and as well at the bottom where the attach/lock marking is. Dimensional inspection: due the damage relevant dimension could not be verified at the fracture zone. Document/specification review: due to the age of the device, this is not required as the damage is use related. Material review: due to the age of the device, this is not required as the damage is use related. Summary: the returned impactor was examined, and the complaint condition was able to be confirmed. This lot of 39 pieces was manufactured in may 2007 according to the specification. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities. The investigation has shown that the tip of impactor is broken apart at the region of the left turned thread. The threaded part was returned. The fracture face is homogeneous which indicates material conformity. These findings, the age and the very used condition of the device let us exclude a manufacturing related issue. Due to the condition of the instrument we assume that a mechanical overload caused to lead the threaded tip breakage of the impactor. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed for this impactor as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.